Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a cracked, unresponsive lcd touchscreen was confirmed. Ventec observed that lcd touchscreen had experienced an impact on the lower left corner which resulted in spiderwebbing cracks radiating outward. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the root cause of the reported issue was physical damage to the lcd touchscreen.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the touchscreen on a customer's device was unresponsive. There was no patient involvement associated with the reported event.